Event description:
The customer reported that the system was not connecting to the workstation. A communication failure could result in a system lock-up or prevent the system to booting to usable functionality. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was repaired and the 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.